Event description:
It was reported that the patient is experiencing an issue with his inflatable penile prosthesis(ipp) pump. The ipp is not activating and the bulb doesn't spring back to compress a second time, it could only be compressed once. There were no patient complications in related to the device.